Manufacturer narrative:
Investigation was performed using the initial event description, additional information from the healthcare facility, x-ray images, ventilator logs, DHR review and lab analysis of the subjected edi catheter. The healthcare facility reported that the edi catheter was in use from (B)(6) 2026, when a diagnostic laparotomy was performed and the edi catheter was removed. No specific clinical observations or symptoms were reported prior to the detection of the perforation. On (B)(6) 2026, at approximately 5:00 pm, the first clinical abnormalities indicating patient instability were observed. A radiological examination performed at 5:47 pm the same day confirmed gastric perforation. A diagnostic laparotomy was performed, and the perforation site was sutured. During surgery, no penetration of the edi catheter into the peritoneal cavity was observed. The edi catheter was visually inspected by the healthcare facility immediately after removal, and no defects were detected. X-ray images were provided by the healthcare facility, who retrospectively noted that the edi catheter tip appeared to be positioned rather low. Getinge internal medicine professional has reviewed the x-ray images and agrees with this assessment. Review of manufacturing records for the reported edi catheter¿s batch number showed that all parameters were within the specified limits. Visual inspection of the returned edi catheter found no anomalies. It was complete in length with no noted defects. Water was flushed through the edi catheter, and no leakage was noted. The electrode array of the ten bipolar electrodes was measured, and all ten measuring points were within specification. The edi catheter has been able to record diaphragm electrical activity as intended. No malfunction of the edi catheter has been identified and there is no indication that it failed to meet its performance specifications. Neither any incorrect selection of edi catheter based on patient weight according to labeling. The cause of the gastric perforation is believed to be the too low positioning of the edi catheter.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that a gastric perforation was detected in a premature infant (24+5 weeks gestation) on day 5 of life, while receiving hfov ventilation and edi monitoring with an edi catheter. The infant required surgical intervention but later passed away. Manufacturer¿s ref #: (B)(4).